Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely on(B)(6) 2021 with their implantable cardioverter defibrillator in backup vvi. It was believed that this was caused by remote monitoring being too far away. Programming changes were made and a cybersecurity update was downloaded, which resolved the issue. There were no patient consequences.